Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: detailed inquiry description: account has been having more issues related to air in line alarms. They do not feel it is the pump. The pump is reading air bubbles because they are present. They feel that somehow between the drip chamber and the pump the tubing's are acquiring air. It does not seem to matter any difference whether you are priming the pump using the pump or manually, the air bubbles occur. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One used sample was provided for evaluation. Sample was visually evaluated, and no non-conformance was observed. In attempts to replicate the reported defect the sample returned was placed into the pump and stagger-tested at 100/200/300 mlh and no alarms were observed. The reported defect of air alarms was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. Although the reported defect of the airline was not confirmed the most likely cause is related to incomplete priming of the IV-line, infusion of cold solutions which may exhibit air bubbles coming out of the solution as the fluid warms, incomplete filling of the drip chamber during priming, etc. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.